Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2013, abbott point of care was contacted by a customer regarding I-stat crea cartridges that yielded a suspected discrepant result of 3.5 on a (B)(6) male patient.date crea time method sample(B)(6) 2013 3.5 08:44 I-stat a(B)(6) 2013 1.3 08:53 I-stat b(B)(6) 2013 1.2 09:02 I-stat cthere were no injuries reported with this event.